Event description:
Drill guide trocar tip from the stryker mandible set. Broke off while being used in patient mouth, surgeon notices immediately, piece collected and parts were taken off the field. Was not place back in the set.